Event description:
A report was received that the patient was not able to couple the charger to the ipg because the ipg was not on an even plane. The physician revised the pocket and the patient was reportedly doing well.